Event description:
A hospital in (B)(6) reported a plate was implanted in (B)(6) 2010. Patient was returned to the or on (B)(6) 2011 for removal. During the removal procedure, it was noted that 2 screws could not be removed from the plate. The procedure was stopped at this point. On (B)(6) 2012, the patient was again returned to the or . The screw heads were drilled out and the plate was removed bit by bit. Part of the screws remained in the patient. The consequence of this occurrence was the necessity to take the patient once again with general anesthetic to remove the plate and the remaining screws. This report is #1 of 2 for the same event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.